Event description:
During preparation for cardiopulmonary bypass, the roller pump emitted a loud grinding sound, such that the user believed a mechanical failure of the pump had occurred. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.